Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue could not be determined as the device operated normally with no alarms or anomalies. The touch screen operated as intended, passing all testing and calibrations.

Event description:
The customer reported that the ventilator's touchscreen was unresponsive. There was no patient involvement.